Event description:
The patient had a hysterectomy for uterine fibroids. Surgiflo was used for hemostasis at the vaginal cuff and ovarian blood flood. Pt presented 14 days later with a small bowel obstruction. She was treated conservatively first. She required surgery with the finding of severe small bowel adhesions to the vaginal cuff and both ovarian blood flow. She required a small bowel resection. Pathology showed giant cells consistent with foreign body reaction.